Event description:
It was reported: pt suffered from toxic epidermal necrolysis; was ventilated and placed on ECMO. (Extracorporeal membrane oxygenation). The pt had line(s) inserted whilst on ECMO." The catheter insertion sites were the right and left femoral veins. Biopatch was used at the insertion sites. Redness was noticed at the sites; biopatch use was continued. The nursing staff noticed the pt developed what looked like full thickness skin damage (burn) in the exact distribution of the (bio) patch and the nursing staff alerted the intensive care consultants and the dermatologist. Additional information was received on (B)(4) 2014. This was first noted on (B)(4) 2014. Biopatch was used from (B)(6) 2013 00:00 hours to (B)(6) 2014. Skin prep was chloroprep with tint (chlorhexidine gluconate mg/ml with isopropyl alcohol 0.70 ml/ml) and allowed to dry prior to the insertion. The biopatch was changed on redressing the cannula sites which occurred on the left side on (B)(6) 2013, 20.00 hours (as line site bleeding) and on both left and right sides on (B)(6) 2013. The biopatch was covered with a tegaderm dressing. On removal of the biopatch, there was a demarcated area in the shape of the biopatch, yellow and leathery with the left site being more affected than the right. The intervention indicated was to stop using the biopatch with immediate effect. In addition, topical 50/50 liquid paraffin spray was applied liberally and frequently. The pt died on (B)(6) 2014 'due to the illness'.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.